Manufacturer narrative:
(B)(4).

Event description:
During use, a doctor tried to insert the inner cannula but it didn't rotate well and couldn't fit. There was no patient harm reported. The tube was removed and the patient was recannulated.

Manufacturer narrative:
(B)(4). On sample was returned. A visual inspection was performed and it was observed all the components are assembled properly. A functional test was performed the inner cannula was inserted and extracted from the outer cannula and no obstruction neither difficulties were observed during insertion nor extraction. . No failure was found in the received sample.